Event description:
It was reported that a possible output circuit damage alert was observed. Lead damage was suspected. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.